Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During device analysis, the service center identified fiber breakage at the distal end, a bent and loose light guide connector, prong, and cover glass, and failure of light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.